Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (4000 mcg/ml at 1231.9 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was hearing a non-critical alarm today once every hour. The patient was last seen on (B)(6) 2021. Neither the eri (elective replacement indicator) alarm or the low reservoir alarm were expected per the session long report. The patient was not reporting any symptom change and no new environmental exposure to magnets. Additional information was received on 19-oct-2021 froman hcp who reported that they interrogated the pump and an alert appeared showing a ¿non-critical memory condition¿ with service code 95. The pump logs showed that the non-critical pump memory error occurred on (B)(6) 2021 at 7:35. The steps to silence the active alarm were reviewed. The hcp confirmed that the pump settings were correct, and the alarm was silenced. The issue was noted to be resolved.